Event description:
It was reported that the system 7 sagittal saw was leaking an unknown substance during testing or setup prior to the procedure. The procedure was completed without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event, device leaks, was confirmed. During inspection, a substance was found leaking from the blade mount after the handpiece was autoclaved without a dry time. The reported event is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site. The loaner device was repaired and put back into stryker stock.

Event description:
It was reported that the system 7 sagittal saw was leaking an unknown substance during testing or setup prior to the procedure. The procedure was completed without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.